Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. In addition, it was reported that the pump touch screen was unresponsive and frozen. During troubleshooting with tandem technical support, the customer was able to clear the screen and continue using the pump. The customer's blood glucose level was 109 mg/dl.